Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # v813692, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The area to be scanned is the head / brain. It was noted that interstim was "not working any longer." The patient had her bladder removed and an ileal conduit formed about 6-7 weeks ago and that interstim had stopped working a "little while" before that surgery. A doctor had checked the stimulator with the "computer" and confirmed that it wasn't working. It was noted that the ins was still implanted. Additional information received noted that the patient was last seen for interstim reprogramming on (B)(6) 2012. The patient was then followed by a local urologist. This provider did not have record of malfunctioning interstim, nor did they remove it.

Event description:
It was reported that the when the patient's device stopped working she had to self cath four times a day. The patient's bladder muscle was reportedly gone, it was neurogenic bladder. The patient asked for the device to be removed but they could not do it at the time she asked. The ins and lead both remained implanted at the time of this report.

Manufacturer narrative:
(B)(4).